Manufacturer narrative:
Upon analysis this investigation will be updated.

Event description:
Additional information noted that this device was explanted, and returned. No additional adverse patient effects were reported.

Event description:
A recent follow up took place and data was sent for review to engineering.

Manufacturer narrative:
--

Event description:
A review by engineering noted that the battery continues to deplete and another twenty eight days would be available before an explant is recommended.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented for a routine follow up and it was noted that the remains longevity was one year. However when the patient was seen seven months ago the remains longevity was three and a half years. The customer wanted to know why there was sudden drop in longevity. It was noted that there was no changes when it comes to the device. Technical analysis is pending. No adverse patient effects were reported, although this patient was placed on intensified follow up. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.